Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead.

Event description:
It was reported that trial patient cut his lead with scissors. The patient felt something hanging so he cut it. Once he cut it, he figured out it was the lead and not bandages. The patient also reports that he had some bleeding at the area prior to cutting the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.